Event description:
The hospital staff replaced c1, but the following messages were received: "external flow sensor failed", "check flow sensor tubing", "turn the flow sensor" alarms occurred frequently. Hospital staff verified that there were no abnormalities in the breathing circuit, such as connections, blockages, or bends, and that there were no water droplets or secretions on the flow sensor. In the meantime, the patient passed away.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022, at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be potential presence of water inside the tubing of the external flow sensor due to humidification and condensation. This might be linked with the environment. In consequence the external flow sensor was replaced. Death of the patient was indicated at an unknown time. It cannot be attributed to the ventilator or its accessories. Hamilton medical ag complaint number: (B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be potential presence of water inside the tubing of the external flow sensor due to humidification and condensation. This might be linked with the environment. In consequence the external flow sensor was replaced. Death of the patient was indicated at an unknown time. It cannot be attributed to the ventilator or its accessories.

Event description:
The hospital staff replaced c1, but the following messages were received: "external flow sensor failed", "check flow sensor tubing", "turn the flow sensor" alarms occurred frequently. Hospital staff verified that there were no abnormalities in the breathing circuit, such as connections, blockages, or bends, and that there were no water droplets or secretions on the flow sensor. In the meantime, the patient passed away.